Event description:
A report was received that the patient was experiencing headaches since her revision. The patient was scheduled for a blood patch. According to the patient, an MRI was performed and the physician determined that the ipg was leaking battery acid and the leads were malfunctioning.

Manufacturer narrative:
Additional information was received that the patient had a blood patch performed due to a suspected cerebrospinal fluid leak which was not confirmed. The patient was feeling better following the procedure. The physician saw no indication of battery acid leakage at the ipg site.

Event description:
A report was received that the patient was experiencing headaches since her revision. The patient was scheduled for a blood patch. According to the patient, an MRI was performed and the physician determined that the ipg was leaking battery acid and the leads were malfunctioning.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3138-25, serial #: (B)(4), description: phase iii lead extension 25 cm; model #: sc-3138-55, serial, #: (B)(4), description: phase iii lead extension 55 cm; model #: sc-3400-30, serial #: (B)(4), description: lead splitter 30 cm.